Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the competitor guide wire would not advance through the lead tip. The lv lead was not implanted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the distal conductor was obstructed. The body of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh guidewire was front loaded into the lead and came to an obstruction at 87.8 centimeters. The distal tip seal in the tip nose is damaged. If information is provided in the future, a supplemental report will be issued.